Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.10e. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and heating up noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Unit received missing battery cap contact, scratched case, pillowing keypad overlay, missing display window cover and end cap address label. The p-cap does lock properly.

Event description:
Medtronic received information that device heating up occurred. There was no adverse impact or consequence reported as a result of this event.